Event description:
Physician has one pt who has a nickel allergy. Some weeks ago, they treated her with a couple of mr rye coils. After the procedure, she had more pains/complaint than usual. She came with the possible connection with her nickel allergy. They do not consider retrieving the coils and in the physician's opinion the complaint from this pt does not have anything to do with the nickel allergy according to the doctor. Physician wrote that its known that nickel allergy is a contact allergy. This mean that via contact with the skin this can result in an allergic reaction. This also means that in the body there will most likely be no reaction. There is the same as for jodium/iodine. On the skin a reaction and IV not. Update received from rep (B)(6) 2012: on (B)(6) 2011, rep visited the physician and they completed the complaint form. The complaint the pt had before the procedure was that she was suffering from pelvic congestion syndrome. After the procedure, a lot of pts still complain about pain, but normally this will go away within a year. This pain has to do with the procedure and that collateral are taking over and also the nerve system can be involved. So his conclusion is that it does not have to do with the cook coils. He also marked that the pt also had complaints after receiving a spiral for anti conception therapy (other MFR's product).

Manufacturer narrative:
Expiration date: unk as lot # is unk. (B)(4) - allergic reaction is not listed in the instructions for use. Device code: 1514 - reaction is not listed in the instructions for use. No product was returned as it remains implanted in the pt. The materials that are used to manufacture mreye embolization coils have been shown to be biocompatible per spec. The complaint device was not returned to assist in our investigation as it is still implanted in the pt. The nickel-iron-chromium alloy that makes up the coiled portion of the embolization coil is composed of approx 58% nickel. The materials that are used to manufacture mreye embolization coils have been shown to be biocompatible. According to the toxicological profile for nickel report from the us department of health and human services (atsdr. Toxicology profile of nickel. Agency for toxic substances and disease registry. Approx 10-20% of the population is sensitive to nickel and the prevalence of sensitive is higher among young women than any other segment of the population. The newest testimony from the physician suggests that this reaction was a byproduct of the procedure rather than the embolization coils used. Based upon customer testimony this complaint has been confirmed. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The addition of this complaint does not change the conclusion of the risk assessment. Therefore, the conclusion that the associated risk is insufficient to require mitigating actions at this time is still valid.